Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose (bg) level was 509 mg/dl. A correction bolus via the pump was delivered to address bg. Customer primed the tubing to address the issue. Tandem technical support educated the customer to remove any residual air from the cartridge as per the user guide.